Manufacturer narrative:
The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The reported problem of 'system error 322 during pm' was recorded in the event history log (ehl) review as 'system error 322' messages, but it was not duplicated during evaluation. Troubleshooting the device revealed no hardware or software abnormalities that would induce the reported allegation. No correction needed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device experienced sensor error 322 (link switch error low). No additional information is available.